Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed repeated alert 60 communications errors related to bluetooth/ble board communications, required three or more restarts, and maintained full battery; blood glucose was reportedly unaffected and the user continued cgm use separately. No reported adverse clinical effects. Outcomes included no impact to blood glucose control and no medical intervention or hospitalization. Investigation included review of device history and user reports, confirmation of the alert in device logs, troubleshooting education, and receipt and inspection of the returned device. Investigation of this case revealed a device communication malfunction associated with the ble board, consistent with a bluetooth communications issue that necessitated replacement and prevented cgm connection. It was concluded that the cause was a malfunction of the device¿s bluetooth communication hardware.